Event description:
It was reported that the monitors on the 9800 system intermittently flicker and beep during boot up and cases. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller and display adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.